Event description:
The device was received for service. During service testing the device failed the accuracy test for infusion. According to the facility representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition was confirmed due to a defective pump head module. Service replaced the phm and tested the device.